Manufacturer narrative:
(B)(6). MFR name: boston scientific corporation (B)(4). Study source: (B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the catheter met all specification requirements, allowing it to be released for distribution. A labeling review was performed and from the information available this device was used per the directions for use (dfu) / product label. The dfu list asthma exacerbation as a possible adverse event. Therefore, the most probable root cause classification is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(6) study. This complaint is being reported based on the event of aggravated asthma treated with antibiotic. According to the complainant, the patient underwent his first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2012. The procedure was completed successfully with no issues noted. On (B)(6) 2012, the patient experienced exacerbation of his asthma symptoms. The patient was treated with z-pak and tapering dose of prednisone. No hospitalizations or emergency room visits occurred as a result of this event. The event of aggravated asthma was considered resolved as of (B)(6) 2012. Baseline spirometry values: visit date: (B)(6) 2012: pre-bronchodilator, fev1: 2.84, fev1 % predicted: 72.26, fvc: 4.15, fvc % predicted: 80.90; post-bronchodilator, fev1: 2.84, fev1 % predicted: 72.26, fvc: 4.03, fvc % predicted: 78.56.